Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer filled the tubing and resumed insulin delivery using humalog, while technical support was contacted for additional assistance.